Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a two level cervical spine surgical procedure. It was reported that approximately 6 years post op the patient was experiencing neck pain. It was discovered that a screw was broken and fusion had not occurred. The patient underwent a revision surgery in which the original hardware was removed and new hardware implanted. No additional patient complications were reported.